Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that last night she was trying to change her infusion set and she received a motor error alarm. Customer's blood glucose was over 300 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that she rewound the pump prior to calling the helpline. Customer also had a bad battery alarm and she stated that she changed the battery yesterday. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the motor anomaly. The operating currents could not be tested due to the motor anomaly. The insulin pump was received with minor scratches on the display window.